Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing. Returned t/c failed inspection. Kmt engineering evaluated the returned therapy cable and observed the cause of the reported failure was therapy cable damage from kinking which caused a short between power and ground wires.

Event description:
Patient called in to report that the monitor and the therapy cable is not connecting well. It goes from green to blue on the monitor and shows a wrench. The patient further stated that there is a kink in the cord that may be causing it. The issue was not resolved. There was no patient injury reported. The failure to connect therapy cable with monitor indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy before a replacement can be provided.